Manufacturer narrative:
Synergy ous mr 2.75 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged and moved in a distal direction over the distal balloon cone. Crimp stent markings were visible on the exposed proximal end of balloon. The maximum crimped stent od (outer diameter) at the time of manufacture was 0.0391, this is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 575 mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019 it was reported that crossing difficulties were encountered. The targer lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 2.75 x 20mm synergy ii drug eluting stent was selected however the device failed to cross the lesion after pre-ballooning. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed stent damage.